Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No further information provided.

Event description:
Related manufacturer reference number: 2938836-2019-05607. It was reported that non-sustained rv oversensing episodes were observed. The episodes were determined to be loss of capture allowing intrinsic events to occur shortly after which resulted in oversensing in the ventricular channel. Patient's history indicated patient had a loc and phrenic nerve stimulation. Increase in threshold was observed today. Lead impedance showed an increase but still within range. The possibility of a correlation between high impedance resulting in higher thresholds was discussed. It was recommended to perform lead investigation (x-ray, isometrics) to perform peripheral nervous system (pns) testing and potentially reposition lv and competitor rv lead if unable to obtain capture without stimulating phrenic nerve.